Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed approximately 15mm from the middle sheath. There is a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The lock and pull rack are still in the manufactured location but the middle sheath is no longer sitting on top of the proximal end of the tip. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that inadvertent deployment occurred. A 8 x 60 x 130 innova vascular stent was selected for use. During unpacking, the stent was already exposed. The clip was still on the device. The device could not be prepped as the stent was not in the catheter. The procedure was completed with another innova stent. There were no patient complications.

Event description:
It was reported that inadvertent deployment occurred. A 8 x 60 x 130 innova vascular stent was selected for use. During unpacking, the stent was already exposed. The clip was still on the device. The device could not be prepped as the stent was not in the catheter. The procedure was completed with another innova stent. There were no patient complications.